Event description:
It was reported that this right ventricular (rv) lead was an attempted implant in the left bundle branch (lbb) due to placement difficulty with abnormal electrical measurements. When the lead was advanced to the rv septal wall the physician was able to pace the rv with helix extended, however after four turns of the helix, testing showed a pacing impedance of 340 ohms. The physician did another four turns, and the pacing impedance increased to 450 ohms with no capture observed. The physician elected to reposition the lead and removed the terminal pin securing tool and counter rotated the lead. Upon doing this the physician observed the lead was not retracting from the septum. Torque tension on the lead was observed, however the lead was not coming out of the septum. The physician tried to place the catheter closer to the septum to straighten out the helix, but unfortunately this was unsuccessful. The physician also tried to retract the helix, but the helix would not retract back into the lead, along with multiple attempts to counter clock the lead body, with no success. The physician applied traction to the lead and the lead freed and the helix stayed in the septal wall as it appeared. The physician administered a contrast dye fluoroscopy shot of the septal wall in relation to the helix and it looked buried in the septum. It was noted the cause of the high pacing thresholds is thought to be that the lead perforated in the left ventricular (lv) wall. The patient was transferred to the critical care unit in stable condition to have additional imaging performed. Additional information provided advised the patient underwent a tricuspid valve surgery. This is all the information received at this time. The attempted lead is expected to return for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant in the left bundle branch (lbb) due to placement difficulty with abnormal electrical measurements. When the lead was advanced to the rv septal wall the physician was able to pace the rv with helix extended, however after four turns of the helix, testing showed a pacing impedance of 340 ohms. The physician did another four turns, and the pacing impedance increased to 450 ohms with no capture observed. The physician elected to reposition the lead and removed the terminal pin securing tool and counter rotated the lead. Upon doing this the physician observed the lead was not retracting from the septum. Torque tension on the lead was observed, however the lead was not coming out of the septum. The physician tried to place the catheter closer to the septum to straighten out the helix, but unfortunately this was unsuccessful. The physician also tried to retract the helix, but the helix would not retract back into the lead, along with multiple attempts to counter clock the lead body, with no success. The physician applied traction to the lead and the lead freed and the helix stayed in the septal wall as it appeared. The physician administered a contrast dye fluoroscopy shot of the septal wall in relation to the helix and it looked buried in the septum. It was noted the cause of the high pacing thresholds is thought to be that the lead perforated in the left ventricular (lv) wall. The patient was transferred to the critical care unit in stable condition to have additional imaging performed. Additional information provided advised the patient underwent a tricuspid valve surgery. This is all the information received at this time. The attempted lead is expected to return for analysis. No additional adverse patient effects were reported. Received additional information the product will be returned.

Manufacturer narrative:
This device has not been returned to boston scientific; therefore, physical analysis has not been performed. Investigation of the available information suggests that torsional overstress during attempts to position and reposition the lead may have caused the helix to break. Depending on patient anatomy and physician implant technique, adequate torque may not be transferred to the helix in all cases. If the product is returned, analysis will be performed, and reports would be updated at that time.